Manufacturer narrative:
V60 ventilator was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the returned ventilator did not reveal any signs of external damage. The unit was tested but no failures were identified. The root cause for customer¿s report of unit does not power up when the on/shutdown button is pushed, and screen remains black with an audible alarm active could not be determined.

Event description:
The manufacturer's field service engineer (fse) reported that during v60 installation at the customer's site the unit did not power up. When the on/shutdown button was pushed, the screen remained black with an audible alarm active.there was no patient involvement.

Manufacturer narrative:
Updated.